Manufacturer narrative:
The reported event for inadequate capture was not confirmed. A partial lead was returned for analysis in three segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21079. It was reported that the left ventricular (lv) lead and right atrial (ra) lead exhibited high capture threshold. On 4 jun 2021, the lv and ra leads were explanted and replaced. The patient condition was stable before, during, and afterwards.